Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complaint alleged that while attempting to treat a (B)(6) male patient, the clinicians placed the paddles in the reversed direction onto the patient's chest and the device failed to discharge. The clinicians switched the paddle locations and were able to successfully delivery therapy. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.